Manufacturer narrative:
Upon further review, the reported complaint has been determined to be non-reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. The device was manufactured in april 2016 and was last repair/replaced on an investigation was completed by the OEM and it was determined that there is no manufacturing, material or processing related cause for this failure mode. The physical device was not returned to the OEM for further evaluation; therefore, the root cause could not be conclusively determined. However, based on the evaluation of the device the potential cause has been determined to due to impact and or excessive stress to the outer tube. The instructions for use manual provides the following statement, "examine the scope for optical clarity by looking through the lens while viewing a white paper with writing, held about 1 cm from the distal tip of the scope. Check that the visual field is clear."

Manufacturer narrative:
The standard service inspection was performed (by omsc) on the rigid telescope and confirmed the rigid outer tube shaft was bent/deformed in addition, the image was cloudy. The investigation is ongoing, however, if additional information becomes available, this report will be updated accordingly.

Event description:
The service center (omsc) was informed that the m3-gold autoclavable foroblique 30 degree telescope had a bent/deformed outer tube shaft. It was unknown if there was patient involvement.